Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and the unit had lost calibration. Ran the unit for multiple hours without issue, calibrated unit without issue. The unit passed all calibration, functional and safety tests performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training at the hospital that was performed by a getinge clinical support specialist (gcss), , the cardiosave intra-aortic balloon pump (iabp) unit was turned on and after it powered up and went through the system checks a high pitch alarm sounded and the console indicated that there was a "power-up test code #10" and indicated the "helium transducer not calibrated" . They toggled through the help screen and it said to turn pump off for 10 seconds and reboot which they did, but the same thing continued to happen. They completed the training on another iabp console. There was no patient involvement.